Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 10/29/2025, a facility notification was received via email regarding the pmcf study, cer-r anchors. A facility representative reported that a patient underwent a procedure on (B)(6) 2023 due to femoroacetabular instability. The healthcare professional (hcp) reported that fixation was not achieved successfully due to retears of a fibertak suture anchor. The failure of fixation was treated by continuous non-operative management. The hcp also noted that the complications are of indeterminate association with the device.